Manufacturer narrative:
MDR 1219913-2023-00260 was initially submitted on 2023-10-13. A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to duplicate testing using another atellica im analyzer. Quality control (qc) results were within range at the time of the discordant observation, and no issues were identified with any other samples. Siemens¿ review of instrument log files showed no evidence of any hardware issues affecting tnih reagent delivery for the affected instrument. The trace file for sample fluidics revealed a slight anomaly in the aspiration of the sample in question. The observed anomaly could be the result of presence of a clot or micro-fibrin in the sample. Serum sample tubes must be allowed to fully clot prior to centrifugation; patients on anticoagulant therapy may have samples that take longer to clot. Based on the available information, the probable cause for the discordant result is preanalytical factors affecting the physical characteristics of the sample. Return of the patient sample for further investigation is not warranted because the discordant result is not reproducible. The customer is operational; no product problem was identified. Note: in section h6, the codes for investigation findings and investigation conclusion have been updated.

Event description:
The customer reports observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. Kit lot 092 was in use at the time. An elevated initial tnih result (above reference interval) was obtained for a 69-year-old male patient in an intensive care unit. This result was not reported to the physician. Per local protocol, the patient¿s sample was re-tested twice using another atellica im analyzer, and lower results (below 99th-percentile threshold) were produced. The lower results were considered consistent with patient history (earlier result of 18 ng/l, (B)(6) 2023), and accepted as correct. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with the observed discordance.

Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing of the same sample. The atellica im tnih instructions for use (IFU) states the following, under limitations: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.